Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes experienced infusion site leakage on the abdomen and arms. After removing the sites, the patient found the cannulas were kinked. The issue was resolved by replacing the infusion sites and resuming insulin delivery. There was a patient involvement and there were no additional adverse consequences.